Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the physician used a hydratome rx sphincterotome for the initial sphincterotomy and it worked fine. Afterwards, the physician wanted to extend the cut a bit more, but the cut wire of the hydratome broke while trying to extend the cut. The procedure was completed with another hydratome rx sphincterotome. The pt's condition at the conclusion of the procedure was reported to be stable.